Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with intra-operative cement procedure and the patient's fall.

Event description:
The pt fell approximately three months ago. Revision surgery revealed shearing of two of the patella pegs.